Event description:
Edwards received notification from our affiliate in france. As reported, this was an implant of a 29mm sapien 3 valve in aortic position by transcarotid approach. During procedure, in the rapid pacing step, it was required to rise the pacing to 220bpm to achieve the required systolic pressure. While deploying the valve, it was not stable, so it was required to hold pressure on the delivery system balloon to +4cc volume to stabilize it; however, the final position was low (50/50), and asignificant paravalvular leak (pvl) was observed. Then, it was decided to perform a valve-in-valve procedure with a second valve in a slightly higher position (60/40) by transcarotid approach as well. Although this position was not intended (a final 80/20 position was desired), this procedure was successful, no pvl was observed. Patient showed no symptoms throughout the procedure, and was stable after procedure. The perceived root cause of the event was instability due to the absence of calcifications in the aortic annulus.

Manufacturer narrative:
The device was used in off-label implantation in the aortic position (absence of calcification in the native annulus). As there are no specific IFU or training materials related to pulmonary procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient related factors (absence of calcification in the native annulus) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Supplemental report submitted to include additional imaging received. Corrected h6: investigation findings and investigation conclusions codes. Imaging was received and the following was observed: very limited imagery was provided for review. Only two short video clips were received showing the first and second valve post-deployment, no other sequences were provided. Cannot confirm any evidence of device related issues or malfunction. The first valve was deployed too low, roughly 20:80 position, a bit tilted, resulting in visually severe paravalvular leak (pvl), at the right coronary cusp site. Pvl can be observed qualitatively, however echo would be needed to grade the degree of reflux. Second valve deployed intentionally higher to fix the problem, final position ~40:60, correcting the pvl. Valvular calcifications cannot be appreciated visually in the provided imagery. The right coronary appears low, however there was no CT data available to measure. No coronary artery obstruction observed.